Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer restarted the entire pump and resumed insulin.